Event description:
Approximately two months post lvad implantation the site reported that the patient experienced a "power disconnect 2" (low-priority) alarm even though a power source was connected to port 2. Port 1 was giving power to the pump. Log file analysis confirm that only one power source was connected for a three hour period on the date of the reported event; however there was no record of power disconnect alarms or pump stops. The controller was removed from the patient and a new controller was supplied. The event resolved without any reported patient injury.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The site performed an elective controller and battery exchange and returned the devices to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Review of the log files confirmed that no power source was connected to port 2. The returned battery (B)(4) passed visual examination and functional testing. During testing, none of the battery cell pairs exhibited voltages below the 2.8 volt level as the pack discharged down to the 12 volt level. Battery (B)(4) passed visual examination but failed functional testing. During testing, the battery exhibited early depletion of cell pair #3 which caused the cell pair voltage to drop below the minimum voltage threshold of 2.8 volts; this malfunction is an incidental finding. (B)(4) failed visual inspection; damage on pin 5 within port 2 was observed. Port 2 could not be used to supply power for controller; this confirmed malfunction is related to the reported event. An internal investigation is currently on-going to investigate complaints with the damaged pins. The most likely root cause of the reported 'power disconnect' alarm event can be attributed to damaged pins within port 2 of the controller preventing power from being delivered to the controller from the attached power source. The cause of the damaged pins most likely resulted from a forced or improper alignment of the power source connectors. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. This is one of two reports (3007042319-2014-00019 and 00517) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The device has been received and is waiting further analysis. Additional information will be submitted within thirty (30) days of receipt.